Event description:
Philips received a complaint by the customer on the v60 indicating that the unit is giving an 1104 alarm error code. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The customer states he is unable to duplicate the reported error. The customer confirmed that the error code is in the event log. The investigation is ongoing.

Manufacturer narrative:
The customer resolved the reported issue but declined to answer specifics about the repair in the email response to good faith effort (gfe) questions. The customer indicated that the device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.